Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and a distal core separation was noted. There was no portion of the distal core missing. The reported difficult to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to the user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the high torque guide wires instruction for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. Do: use extreme caution when moving a guide wire through a non-endothelialized stent or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial report, it was reported that the difficulty removing the traverse guide wire caused the non-abbott stent to stretch, requiring additional dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a target lesion in an unspecified vessel, the traverse guide wire was advanced to a side branch. A non-abbott stent was deployed at the target lesion and the traverse guide wire was removed from the side branch. An attempt was then made to re-insert the guide wire into the side branch, from the lumen of the deployed stent and through the stent struts of the deployed non-abbott stent. The stent was post-dilated; however, it was noted that the traverse guide wire was placed partially between the stent struts and the vessel wall. As post-dilatation had been performed, the guide wire could not be easily removed. The guide wire was pulled with force and was able to be removed. No additional information was provided.